Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d4, g3, g6, h2, h4, and h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00503 and 0001822565-2021-00504. Concomitant medical devices: femoral component size d left, catalog#: 00599401491, lot#: unk. Stemmed tibial component precoat a/p wedged for cemented use only size 4, catalog#: 00598800400, lot#: unk. Report source, foreign country: (B)(6). Arthroscopic lysis of adhesions (scar tissue) is a treatment for the stiff total knee usually after failed manipulation attempts. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopedics and related research (how to treat the stiff total knee arthroplasty?: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. If mua fails, the arthroscopic procedure approach allows release of adhesions throughout the suprapatellar pouch, the intercondylar notch, and the lateral and medial gutters (aaos.org). As the indication for arthroscopic lysis of adhesions is related to stiffness, limited range of motion, and pain.

Event description:
It was reported that patient was experiencing stiffness and insufficient range of motion an unknown amount of time after left total knee arthroplasty. Subsequently, an arthroscopic procedure to remove adhesions was performed. No implants were revised. No further information is available at this time.